Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an angioplasty procedure a vessel perforation occurred. The target lesion was located in the mildly tortuous, moderately calcified mid right coronary artery. The crossboss was successful; however, a vessel perforation occurred with during balloon inflation distal to the chronic total occlusion. The perforation was treated by reinflating the balloon and placement of embolization coils. There were no further patient complications and the patient status is fine.